Event description:
End user's son reported that his mother's m41srr power chair moved when she removed her hand from the control, causing her to run into something in the kitchen, hit her leg and caused a cut that bleed. Son advised called mother was taken to doctor and he cleaned it up.